Event description:
The customer reported that their device lost power on a number of occasions during a patient event. There was no additional information provided by the customer regarding the patient or the event itself. There were no adverse effects reported to have been caused to the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of an electronic patient record downloaded from the device, physio observed what appeared to be multiple loss of power annotations; however, it is unknown if this is directly related to the reported event. Physio replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.